Event description:
It was reported that the customer's insulin pump was beeping. The customer's blood glucose was 213 mg/dl. Explained that the insulin pump was reset to factory settings. The customer stated that the insulin pump was stored for about a year without a battery and that she had just went back to pump therapy. Advised that the alarms that the customer had been experiencing were all normal after the insulin pump was without battery power for an extended period of time. The insulin pump passed the self test. Advised the insulin pump needed to be replaced due to three instances of the displayable history check failed on startup alarm. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarms or displayable history crc check failed on startup error alarm noted. The device passed self test and no unexpected reset alarm or external ram crc error alarm noted. The device passed unexpected restart test, no alarms noted. Displayable history crc check failed on startup error alarm found in alarm history screen, due to corrupted history file. The device had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.